Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have consulted with their dentist who has informed them they have severe bone loss due to the use of the byte aligners. Their dentist advised them to not continue with the byte treatment. Their dentist informed their best option to save their teeth is to start invisalign as soon as possible. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.